Event description:
It was reported the patient had a seizure two weeks prior and fell on their right side. The patient was not sure if they fell on the stimulator and was unsure if they damaged it. Following the fall, the patient was experiencing a ¿zapping¿ sensation and a return of symptoms. A shocking or jolting sensation was noted in addition to a loss of therapeutic effect and bladder control. It was stated the patient felt a ¿zapping¿ pain near their anus. The patient turned stimulation down ¿almost¿ as low as it would go. It was ¿almost all the way off.¿ additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va01qgd, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).